Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor with the ilet bionic pancreas, receiving glucose readings in the dexcom app but not on the ilet, after which the user successfully paired the devices and the ilet began receiving readings; blood glucose values were reported as unaffected and no alerts or alarms occurred. Symptoms included no reported clinical symptoms. Outcomes included no impact on health and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed that successful re-pairing resolved the connectivity issue. It was concluded that the device functioned as expected after proper pairing and no device malfunction was confirmed.